Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) had the hp cycle power. The tsr instructed the home patient (hp) to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. The solution to this issue was provided over the phone. During a follow up with the hp's wife, she stated that they did not notice any abnormalities with the supplies and the supplies were discarded. The lot number was unknown. The hp's wife stated that the hp is getting ready to have a transplant in about two weeks.